Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. The customer reported that he does not have faith in the sensors. The customer reported that he sweats a lot and the sensor becomes loose. The customer was assisted with troubleshooting. The insulin pump was not returned for analysis.